Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Foreign material was noted on the sample. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7740100. Port and catheter accessories allegedly experienced device contamination with chemical or other material. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.